Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 19.7 mmol/l (355 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Patient tried to counteract her rising bg levels by giving herself a correction bolus, but the numbers continued to climb. She decided to change the pod and stated she would deliver a correction bolus through the new device, once applied. After removing the pod, she noted that the cannula was "bent in half".